Event description:
Physician discussed the pros and cons of generator recall with patient. Physician felt that generator could be left in place with increased surveillance of patient. Patient was not comfortable with this and asked that generator be replaced. Replaced without difficulty.